Manufacturer narrative:
The event date is approximate. The main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4) , implanted: (B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a fall last year, and then had to have a lead replacement. The patient stated they did not remember which month the fall or lead revision occurred. No symptoms or further complications were reported/anticipated.